Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue that occurred during basal delivery. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: review of the black box data and alarm history revealed record of call service alarm 012. On investigation, the pump was powered on normally and exercised for 24 hours without the occurrence of any call service alarms. Investigation confirmed the call service alarm 012 in the pump records but the issue was not duplicated during investigation. The pump was found to be operating as intended without malfunction.